Event description:
It was reported that a pump alarmed for a system error 105. It was also reported that there was no patient injury related to this error. No additional information has been provided.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.